Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the delta monitor is operated with a fabius in combination to display co2. The delta shows sporadically no co2 indication and the mains voltage led on the delta goes out. The power supply has sporadic outages. The co2 values were not displayed because the ids is not supplied with power. There was no patient injury reported.